Event description:
On (B)(6) 2009, I was in dental office waiting room for 15 minutes and felt fine. I walked into the treatment area where the hygienist had just finished wiping down the pt chair with her caviwipes antiseptic wipes. Immediately, I was not feeling well and had to move to another treatment area. I was starting to develop tachycardia, a little shaking, and skin burning. Things settled down after moving across the hall and away from where the caviwipes had been used. My body had had it from this event but settled down enough to get through the cleaning. I felt bad again when the hygienist put an x-ray protection apron on me that stunk. She said that she could smell that the apron stunk too and she brought in a clean apron. I was still not feeling well after this and was unable to complete the x-ray. I shared with the dentist what had happened and I explained to him that I reacted to the caviwipes and that in the future I cannot be exposed to this product because for me it is not safe to be around. To accommodate my sensitivity to caviwipes the dentist agreed to use the wipes the night before I have an appt and bring me in for his first appt of the morning at 8 am. This worked on subsequent visits for dental cleaning until. On (B)(6) 2011, I was in the same dental waiting room for approx 20 minutes with no problem. I got through my cleaning fine. The hygienist began the 1st x-ray, no problem. After the 2nd x-ray on the left side I began to experience tachycardia. On the 3rd x-ray (right side) I alerted the hygienist that my heart was racing and asked if anything was being sprayed in the office. She said, "no" and had me complete the 4th x-ray (right side). As I turned and got up from the chair my heart was still racing and it was then that I smelled the faint whiff of a cleaner. I looked across the hall just feet away from where I was standing and saw another hygienist bending over an empty pt chair. It was then that I realized what had happened. Evidently, she had just used the caviwipes to wipe down her chair in preparation for her next pt. I immediately put my respirator mask over my face and exited the office. The tachycardia resolved when I got out of the office and into the hallway. My body continued shaking for about 20 minutes after the initial exposure to the caviwipes. On both of these occasions, I was fortunate enough to realize what had happened and remove myself away from the caviwipes. It is my belief that had I not realized what was going on and been unable to remove myself quickly, or worse yet if my airways closed off and I passed out and the staff in the office did not get me away from the caviwipes the outcome could have been far worse! I just was very lucky two times after exposure to this product, despite my best efforts to protect myself from it. I don't want it to be 3 strikes and you're out! I realize offices need to disinfect. However this caviwipe product, which is widely used, in my opinion is not safe. No medications used, only water, brought my own toothpaste from home. Staff had been instructed not to wear any scented products and to use caviwipes the night before my appt.